Event description:
This is the first of 3 mdrs for the same event to report reoperations. It was reported that a patient had an l4-l5 fusion with macropore and infuse bone graft with mastergraft/infuse bone graft/local bone/osteofil in the posterolateral gutters. Post op day 1 patient began running a fever. Post op day 2, patient continued with fever and began to have redness/cellulitis around the wound with extensive edema. Patient had reoperation to explore and irrigate the wound. The wound was cultured for fungus, anaerobic and aerobic bacteria, results were negative. Post op day 3, wound was irrigated again. Post op day 4, wound was irrigated again. The redness/and swelling subsided over the next week. The patient is o.k.